Event description:
Pt implanted in nasolabials and upper and lower vermilion borders 06/19/1998. Onset on infection and overcorrection 06/1998 in nasolabial and perioral. Levaquin prescribed 07/08/1998. Implant(s) explanted 07/20/1998 and 08/11/1998.